Event description:
Patient experienced discomfort and pain at pump site. A device surgical repositioning was done on (B)(6) 2012. Drugs delivered via the device were dilaudid, clonidine, and baclofen. Patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Serial# (B)(4); catheter model: 8709, serial# (B)(4) implanted: (B)(6) 2010, explanted: unk. (B)(4).